Manufacturer narrative:
The insulin pump communicated properly with the glucose sensor simulator and minilink transmitter. A blood glucose value was tested and it listed in the sensor graph screen. The device also communicated with the test blood glucose meter. The test blood glucose value on the meter was properly displayed on the device screen. No unexpected lost sensor or calibration error alarm noted. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump had a scratched display screen and a cracked reservoir compartment. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the damage occurred when he fell on the insulin pump and that the screen was difficult to read. The customer also stated he had been having sensor calibration errors. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.